Event description:
It was reported that during implant, the left ventricular (lv) lead was placed in the selected branch with acceptable values. Upon slitting the sheath, the lv lead dislodged. A new sheath was used to cannulate the coronary sinus to reattempt lead placement. The same lv lead was used again but the physician was unable to pass the guidewire in the lead to reattempt the implant. The physician stated that being unable to flush the lead prevented them from running the guidewire through the lead. The lead was removed, and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.